Event description:
Medwatch reported "nurse programming smart pump for administration of propofol. Entered 300 into weight field. Pt weighted 300 lbs. Pump set for kilograms. Dose was 1.mg/kg/hour. Pt received a 2.2 fold overdose. Pt was intubated so no pt harm. Pump has guardrails for high doses. Soft stop at mg/kg/hour and a hard stop at mg/kg/hour. Total dose less than stops so alert did not fire. Question whether weight field should have similar "guardrails" and alert person setting rate that a high weight had been entered. It is the rare pt that weight kg although we are seeing many pts in the lb range." No further pt or event info is available.

Manufacturer narrative:
(B)(4). Although requested, the device has not been returned. A follow up report will be submitted with failure investigation results should the device be received for evaluation.